Manufacturer narrative:
Other (code unspecified) - no device identifiers provided. Based on the information provided, it cannot be determined that the alleged graft failure is related to v.a.c.® therapy system. There have been several unsuccessful attempts made to gather additional clinical and device information. It is unknown if medical or surgical intervention was required. Device labeling, available in print and online, states: -never leave a v.a.c. ® dressing in place without active v.a.c.® therapy for more than 2 hours. If therapy is off for more than 2 hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternative dressing at the direction of the treating clinician. -continuous therapy is also generally recommended for patients at increased risk of bleeding, highly exudating wounds, fresh flaps and grafts, and wounds with acute enteric fistulae. -continuous therapy for duration of 7 days with no dressing changes is also generally recommended for use of v.a.c. ® therapy with a new graft placement. -apply v.a.c.® dressing immediately after graft placement and begin therapy as soon as possible. When using v.a.c.® granufoam¿ dressing, a non-adherent dressing should be placed directly over the graft / tissue. In general, the pressure setting used to prepare the recipient bed before grafting should be continued after grafting. Continuous therapy should be used to provide a constant bolster.

Event description:
On nov 01 2017, the following information was reported to kci by the hospital clinical resource manager: a patient experienced a graft failure while on a kci v.a.c.® therapy system. The unit¿s type or serial number was not provided, therefore kci cannot conduct a device evaluation of the unit.